Event description:
A report was received that the patient had an infection at the ipg site. Symptoms were redness and swelling. It was also noted that the patient had pain and muscle spasms. The patient was given oral medication. The physician believed that the infection was procedure related.

Manufacturer narrative:
UDI= (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms were redness and swelling. It was also noted that the patient had pain and muscle spasms. The patient was given oral medication. The physician believed that the infection was procedure related.